Event description:
It was reported that the system 9800 was producing poor image quality xrays. The images appear broken up. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that here was a pushed pin on the system interconnect lemo connector. Repairs were made and the system was tested and found to be working as intended. The system was placed back into service.